Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported poor communication on the patient programmer (pp). She reported the poor communication but actually she saw the recharge the implantable neurostimulator (ins) screen and then the poor communication screen intermittently. She was not able to communicate with the implantable neurostimulator recharger (insr). The last successful recharge session was (B)(6) 2015. She could not recharge. All recharging troubleshooting was tried and she still could not see normal recharging screen. Antenna locate (al) was used when pp was just showing recharge your ins screen (prior to poor communication screen) and the number either did not move or it became smaller. When asked if the patient had any significant weight loss or gain, the patient said yes. She had gained significant weight. The patient felt the ins and it was not flat and flush, it was tilted and on its side. She had to have her son come and press it down flat so she could place the antenna over it. If additional information becomes available, a follow-up report will be submitted.